Event description:
It was reported that the trial lead had intermittent stimulation and variable coverage during the procedure. The lead was repositioned and the coverage improved, but there were areas that were not covered by stimulation. It was stated that the intermittent stimulation and variable coverage lasted the duration of the trial. The patient reportedly did not have a successful trial.

Manufacturer narrative:
(B)(4).